Event description:
Related manufacturer reference number: 2017865-2021-24945. It was reported that the patient presented experiencing arrhythmia. Upon interrogation, it was noted that the implantable cardioverter defibrillator - ICD system failed to rescue the patient after multiple shocks. The ICD system was explanted and replaced. The patient was in stable condition.